Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles behind the pollen filter, in the tubing, and chamber. The patient alleged sinus congestion, and nasal/throat irritation and/or soreness. No medical intervention was required by the patient. The device was not going to be returned for evaluation by the patient and there is information in the ra/complaint that indicates a final report can be made.